Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the internal leakage test failed during the pre-use check. The ventilator was investigated on-site by our field service engineer, the expiratory cassette and the inspiratory pipe was cleaned but cleaning did not solve the problem. The expiratory pressure transducer pcb (printed circuit board) was needed for testing. The defective part are not available as the part was discarded by hospital authority, which part that was defective and replaced has not been confirmed.